Event description:
It was reported that the screen on the external pulse generator was damaged. The generator was returned for service. The return paperwork indicated that no patient complications were associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment, the liquid crystal display (lcd) was broken. Analysis also found that the upper case was broken and that the lower case was broken and corroded, the battery release was contaminated, both bail covers and the ring cover were broken, the lead flex cover was corroded, one printed circuit board (pcb) flex was creased, the battery contacts were compressed, the keyboard window was scratched and the battery o-ring was missing.